Event description:
It was reported that there was a chunk from the battery compartment of the insulin pump missing. Customer stated this was caused by normal wear and tear. It was further stated that when the reservoir is pulled out from the insulin pump, there were pieces that came out missing and it would break off. When filling the reservoir set, insulin reportedly would not come out of the vial and the needle would have to be screwed into the reservoir, air would not go up into the vial, and insulin would not come down into the reservoir. Customer's blood glucose ewas not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had broken battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners and minor scratches on the display window.